Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's screen turns blank. The device was not in patient use. The device's lcd display needs replaced to address the issue.

Manufacturer narrative:
Previously repoted during a check-out procedure at the manufacturer's service center, a ventilator's screen turns blank . The device was not in patient use. The device's power management board was replaced to address the issue.